Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer connected the pump to a power source to charge. The customer walked away and began smelling fumes from the next room. When the customer returned to the pump it was noted that dark smoke was coming out of the usb port. The customer removed the usb cable and noted that there was visible burn damage to the usb port. The customer's blood glucose (bg) level was 208 (mg/dl). It was indicated that the customer switched to manual injections as insulin therapy.

Manufacturer narrative:
(B)(4).